Event description:
It was reported that an arteriotomy closure an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture came out of the patient just before attempting to tighten the knot. A second device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to initial medwatch report, addition information was received: the arteriotomy closure was in the common femoral artery.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided by hospital. The customer reported that the device was discarded. A follow up report will be submitted with all additional relevant information.